Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
While flushing the red lumen, presented fluid coming back through the white lumen. No patient injury.

Manufacturer narrative:
The cross lumen leak was caused by a void within the catheter hub.